Event description:
Discordant, falsely low sodium (na) results were obtained on three patient samples and a discordant, falsely low potassium (k) result was obtained on one of the three samples on a dimension exl with lm instrument. The samples failed the delta check, indicating that they did not match previous results from the same patients. The discordant results were not reported to the physician(s). The samples were repeated on an alternate dimension exl instrument, resulting higher. It is unknown if the corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low na and k results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced the integrated multisensor technology (imt) rotary valve, sample conduit cable, solenoid assembly top seal and top assembly without printed circuit board top seal. The customer then ran patient samples and quality controls, all of which were acceptable. The cause of the discordant, falsely low na and k results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.